Event description:
Lyme screening tests are indirectly looking for antibodies to one species of bacterium that was isolated decades ago. People suffering from lyme have compromised immune systems and are not producing antibodies at a level that is necessary to be considered positive. Cdc, or members in authority, are invested with the laboratories - research patents held relating. People are dying from lyme that are not positive for lyme according to the cdcs screening protocols. This bacteria has been found to be the cause of death during autopsies performed on those that were diagnosed with a resulting chronic illness. The pharmaceutical companies are winning with soaring numbers of people needing long term prescription drugs to treat the resulting chronic illness caused by lyme - which goes untreated. We need a direct screening test to look for the bacteria, instead of indirect tests that look for antibodies these sick people can not produce. ((B)(6) 2014) - found an engorged tick in my back. ((B)(6) 2014) - started two weeks of doxycycline. ((B)(6) 2014) - knee pain, knee cap popping. ((B)(6) 2014) - knee pain continues, continued with two more weeks doxycycline. ((B)(6) 2014) - follow-up still knee pain. ((B)(6) 2014) - pressure in bladder and increased frequency to urinate, prescribed five days of phenazopyridine and nitrofurant. ((B)(6) 2014) - massive full body rash, welts, itchy, no rupture/ooze/papules - just red raised skin. Rash subsided in three days. Llmd looked at all my blood work and prescribed 30 days of cefuroxime. ((B)(6) 2014) - some rash lasted three days. A positive screen within 12 hours of the tick bite indicates I have been infected previously. I have had symptoms of lyme for over ten years - tired, soar, headaches, back pain which were all prescribed a drug to treat these symptoms not the cause. I was on my way towards being diagnosed with psoriasis and psoriatic arthritis or lupus. I am currently seeing an llmd that my insurance will not cover, so that I do not die from lyme.